Event description:
It was reported that the lead exhibited 2025 ohms impedance and a capture threshold of 2.5 v at 1.0 ms in the left ventricular (lv) tip to lv-ring configuration. The lv-tip to right ventricular (rv) coil configuration had an impedance of 1350 ohms and a capture threshold of 2.0 v at 1.0 ms. The physician elected to program the lead to the lv-tip to rv-coil configuration at 4.0 v at 1.0 ms, and to continue monitoring the patient.

Manufacturer narrative:
Na